Event description:
It was reported that during an MRI wherein ipg was placed in MRI mode, the patient immediately experienced shocks throughout their body and the scan was stopped. The constant shocks stopped after the scan was stopped, but patient was still receiving infrequent shocks. As a result, surgical intervention was undertaken on 16 october 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿shocking sensation during MRI¿ was not confirmed. Analysis of the returned paddle lead found it was returned incomplete. Only two terminal end lead segments were received for analysis. Due to insufficient product received no analysis could be performed.